Event description:
It was reported that both lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) leads migrated from the top of t8 to the bottom of t8, resulting in loss of therapy. The patient was reprogrammed and will be re-evaluated in 4 weeks to determine if there is adequate coverage for pain areas. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 13-feb-2029, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 28-apr-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the issue was resolved. The lead was discarded.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). One lead migrated to mid t9 from top of t8. The lead was removed and replaced with a new lead since no revision kit is available to revise the migrated lead.